Event description:
A distributor contacted zoll to report that a patient had a skin irritation under the electrode belt. On (B)(6) 2015 the patient reported that she had a skin irritation. She reported that the irritation was red, itchy and had open sores. The patient stated her doctor prescribed a cream for the irritation and that it had helped the rash a little. Multiple attempts to follow up on the patient's skin irritation were unsuccessful. The final medical outcome of the irritation is unknown.

Manufacturer narrative:
The patient's lifevest was not returned for evaluation. There is no indication of any device malfunction. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.